Manufacturer narrative:
Iris field service engineer evaluated the instrument and observed air in the color clarity and specific gravity module (cgm) tubing. The fse replaced the rinse pump assembly p/n: 700-7513 and the iwash tubing. The fse ran controls which passed and the system was operational. (B)(4).

Event description:
The customer reported they are failing ca quality control for bilirubin. There were no erroneous results generated or reported out of the lab.